Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump receive critical pump error then the screen goes black. The customer¿s blood glucose level was 126 at the time of the incident. Customer states the display was not blank less than 30 seconds and did not return. Customer stated the insert battery alarm did display on the insulin pump screen. Customer states the contact on the battery cap was neither missing nor damage nor corroded. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states the display did not return after insulin pump restart. The insulin pump will not be returned for analysis.